Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The event was reported by a diabetes nurse, who stated the patient was using the omnipod dash, and developed an abscess at the pod insertion site which required surgical drainage. The date of the event and healthcare facility information is unknown since it is often reported later by the patient or their provider. There are no further details available related to the reported event.

Manufacturer narrative:
Please section b3 with the corrected date of occurrence.